Event description:
Loss of osseointegration.

Manufacturer narrative:
Loss of osseointegration. Device re-evaluated / material change upon receival.

Event description:
Loss of osseointegration device re-evaluated / material change upon receival.